Event description:
Follow-up from the physician's office was received and it was stated the patient had wanted to wait on replacement of the vns from (B)(6) 2016 and depakote was adjusted instead. Then breakthrough seizures were occurring. It was clarified that the increase in seizures and change in seizure pattern to status were not related to vns, and the replacement was prophylactic. No known surgery has occurred to-date.

Event description:
It was reported that a vns patient was hospitalized from (B)(6) 2016 due to status. The patient had previously experienced an increase in seizures which was provided by the physician to be unrelated to vns. The battery status was provided as not at end-of-service. Additional relevant information has not been received to-date.

Event description:
Generator revision surgery occurred on (B)(6) 2016. The device was reported to have been discarded.